Manufacturer narrative:
B.1 product problem was selected incorrectly on the initial report that was submitted. Investigation summary: the investigation has been completed. Minor bleed: the cause of the injury was not determined since the product was not returned and insufficient clinical details provided. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp for mechanical circulatory support. Following the implantation, the patient encountered "significant" bleeding at the access site and was initially unable to achieve hemostasis through manual pressure alone. A femstop compression device was subsequently utilized alongside extended manual pressure, which resulted in a reduction of the bleeding. Due to the urgent need for pump placement, no closure device was employed prior to the implantation. The patient was transferred to the unit on support and unfortunately passed away approximately five days later. This case presents a scenario of "significant" bleeding with an initial failure to attain hemostasis in a complex situation. Although it was reported that prolonged manual pressure and the femstop device were applied, leading to a decrease in bleeding, the term "significant" remains ambiguous, as the specifics regarding the volume of blood loss and whether blood products were necessary are not disclosed. In this instance, the patient's underlying conditions predominantly contributed to the fatal outcome, and care was ultimately withdrawn, which seemingly resulted in the demise. Nevertheless, based on the available information regarding the impella device, which was in use during the complications experienced, there is insufficient data to separate the device's involvement from the outcome.